Manufacturer narrative:
No additional information is available at this time.

Event description:
It was reported that the pump finished the fluorouracil infusion before the programmed time of completion. The pump was programmed to infuse fluorouracil 1980 mg (1000 mg/m2sc) diluted in 500cc of 0.9% solution to pass intravenous (IV) in continuous infusion at 20.8cc/ hour for 24 hours. The infusion was reportedly started around 11 am and the bag was reviewed at 2 am, showing that it had been completed. The pump's programming was verified and found the following parameters following the event: volume to be infused (vtbi): 194ml, rate: 20.8ml/h, duration: 09:24 min. The infusion was intended to last 24 hours, finishing at 11 am, but according to the reporter, the infusion was administered in 15 hours. There was no report of patient harm as a result of the event. Testing of the actual device involved in the event was performed by the manufacturer and the customer report was not confirmed. No problem was detected, all performance verification testing was passed. No additional information is known at this time.